Manufacturer narrative:
Initial 4 of 4. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced high blood glucose level event on (B)(6) 2026 as the patient was putting the tubing in the side notch prior to pulling it back causing bent cannula. The patient was treated with correction bolus via pump.